Event description:
The pt experienced sub-optimal pain relief. Impedances were greater than 4000 ohms on electrode #2. At revision surgery the replacement lead couldn't be advanced. The pt outcome was reported as 'no injury'.

Manufacturer narrative:
On 11/18/2008, the lead has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.